Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to open wires in the trunk cable. The cause for the open wires was a cut through the insulation of the trunk cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the cut cable. The patient received a replacement electrode belt.